Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited break, over-sensing of unknown cause and high pacing impedance which resulted in multiple lead safety switches. No interventions or changes were performed and no patient consequences were reported.